Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted into the lad. It is reported that dissection occurred in the lad. The sponsor assessed the event as possibly related to the index device and not related to the anti-platelet medication.